Event description:
Anastomosis stapler misfired during procedure. Patient had to be opened more than usual and the anastomosis revised. Returned to or 2 days later with questionable microscopic leak at the anastomosis. Patient now with an ileostomy.